Manufacturer narrative:
(B)(4).the device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition. The root cause of the reported condition was determined to be a sticking safety clamp and release pin. No repairs were performed as the customer refused the service estimate. A service history review revealed no previous service events were related to the reported condition. A follow up report will be submitted if additional information becomes available.

Event description:
During a review of the pump's event history by baxter personnel, a flo-gard infusion pump was found to have experienced error f2. Device evaluation determined that this failure code indicated a false occlusion alarm caused by a sticking safety clamp and release pin. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. No additional information is available.